Event description:
It was reported that the patient presented for the routine implant of the right ventricular lead. During the procedure, the lead insulation was damaged. The procedure was successfully completed with a replacement lead. The patient was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the connector boot was punctured consistent with procedural damage at the proximal region of the lead. The cause of the reported event was isolated to procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.